Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical drill. A visual inspection was conducted on the returned product. The product has fractured near where the fluted area of the drill meets the drill base. A determination cannot be made as to what caused the drill to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the drill fractured during use in a procedure. The surgeon verified that there was no damage or debris on the patient. Attempts have been made an no additional information is currently available.